Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 377 mg/dl. Significant events leading to the alarm were observed and found that pump may have been exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.